Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the center button got stuck and it started beeping so he tried to unscrew it and it did stopped. The customer stated insulin pump was exposed to a change in altitude as customer just got off form the plane. Customer stated they were able to clear the alarm. Customer received a battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.